Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing was performed but could not be completed because the receiver was unable to communicate with the global communication tool. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. A root cause could not be determined.